Event description:
It was reported "the patient received the primary surgery in 2007 for shoulder fracture. X-rays were taken the following month, for the post-op follow-up and it was found that the head component was disassembled from the stem. The patient had an external fixation in post-op and patient activity was low (hospitalized). The patient was revised fourteen days later and the head was replaced."